Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of far-field r-wave oversensing resulting in automatic mode switching on the device. The device was reprogrammed to resolve the event and patient's condition was stable.